Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4) other device used: catalog #00784301807, versys femoral stem, lot #61102544 manufactured by zimmer inc. (B)(4). The reported devices are used for treatment. Device history record review identified no deviations or anomalies in the manufacturing process. It is reported that a stryker adm mobile bearing acetabular system insert 28/50 was used with legacy zimmer 12/14, versys 28mm tapered coca femoral head and versys hip system femoral beaded fullcoat collared stem. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Review of revision operative notes determined that patient had signs of trochanteric bursitis with the trochanteric bursa inflamed and swollen. As noted one of the cables from the plate used for a previous trochanter/femur fracture was broken. A large area of heterotopic ossification was noted on removal of the plate. As stated by the surgeon this could be potentially from the remnants of the trochanter. With the information provided a definitive cause for the reported condition could not be determined.

Event description:
It is reported the patient was revised due to at least one of the cables breaking. Heterotopic ossification and trochanteric bursitis was noted.